Event description:
Customer reported that unit has a intermittent boot up problem. No patient involvement. Customer is using the unit.

Manufacturer narrative:
The service rep trouble shot the system and found that the s-ram was bad and also the battery pack voltage is low, around 160volt. He replaced the battery pack and s-arm. Also replaced the battery of the s-ram. Tested the unit. Found unit working as intended.